Event description:
The doctor had difficulty inserting the iab into the patient on 09/05/97 at 11:27 a.m. As a result of the event, the patient had minor ischemia complicaton. (Event complications: minor ischemia complication -reported) 9/14/97. (Pt's current status: expired - rpt'd 9/14/97.)